Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. The aortic neck is 28 mm in diameter currently with a length of 12 mm and mild angulation. The vessels have mild tortuosity and mild calcification. A cta done and there does not appear to be an endoleak in the cta; however, the aneurysm sac is growing. The physician also reported that the distal neck appeared to have enlarged, therefore, compromising seal of the bifurcate in the neck. The aneurysm size currently measured 56 mm in diameter. No intervention is planned. Per the physician, the cause of aneurysm enlargement was unknown. No clinical sequelae were reported and the patient is being monitored. Film review analysis: pec review of cta's from 5 years post-implant revealed that the talent bifurcate was positioned 1.5 - 2.0cm below the renals. The aortic body was straight and aligned with the neck which was angulated 55 deg a-p and 20 deg l-r to the distal limbs. The proximal neck ID at the lowest renal artery, at the level of the bare stent proximal apices, was 29 x 30mm. The proximal stent graft od is 28 x 29mm. The aortic neck ID at that location was approximately 35 x 38mm, and 1cm lower measured 37 x 38mm. The max diameter aaa was 5.5cm. No clear endoleak is seen. The ipsi limb was placed up the right side, and was extended with an aneurx cuff into the right common iliac artery; the distal end of the right limb measured 19mm. The contra limb was positioned down into the left common iliac artery; the distal end of the contra/left limb measured 20mm. Both limbs were patent and relatively straight. The cause of the reported aaa enlargement is unknown. Earlier post-implant films were not available for review, and the anatomy at implant and stent graft in-vivo configuration immediately post-implant is unknown. There currently appears to be lack of proximal stent graft apposition within the neck with a resulting marginal proximal seal. Although no clear endoleak could be seen, is possible that the aaa sac may be pressurized proximally. The cause may be due to disease progression; neck dilatation.